Event description:
The caller reported a malfunction on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level, as the level did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurs, and they acknowledged and understood these instructions.